Manufacturer narrative:
The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick was contamination of an unknown liquid on the power supply connector. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned charger/modem sn (B)(4) indicating that the charger/modem would not power on.